Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl while wearing the pod in the leg. It was reported the patient's pdm (personal diabetes manager) would no longer power on, therefore patient was unable to deliver insulin via their pump. Symptoms reported include hyperglycemia, nausea, vomiting, fatigue, and polydipsia. The patient was treated with fluids, insulin, potassium. The patient was discharged after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.